Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that the device fractured upon impaction of the humeral head. No parts or pieces fell into the patient wound site. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. No patient information/medical history available. Device is returning.

Manufacturer narrative:
Section h10:(h3) based on historical complaint investigations, the returned device, and reported event, the broken impactor tip reported was likely the result of crack initiation, propagation, and ultimate fracture of the radel impaction surface related to numerous surgical uses and subsequent sterilization cycles.